Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: na, serial number: na, batch/lot number: na, model/catalog description: na, unique identifier (UDI) #: na.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to an infection at the burr hole cover site. Based on the physician's decision, the lead was also explanted. The surgical incision was thoroughly cleaned, and the patient was started on antibiotic therapy. The devices were disposed by the medical facility and will not be returned for analysis.